Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens - loose coupler. Electrical sys - cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image could be due to the loose coupler and cut on cable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced blurry image during inspection, prior to patient in room, for an unspecified procedure. There were no reports of patient harm.